Manufacturer narrative:
No intervention was performed.

Event description:
It was reported that during the implant procedure there were difficulties in finding the coronary sinus; it was noted that the coronary sinus was dissected during the attempt. The lead was not implanted. The patients condition was reported good.